Manufacturer narrative:
D4: expiration date : update the null value from 'ni' to 'na'. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed leak between the injection site and the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia 250 ml capacity container leaked from the left side of the dosing port where the port tubing fromthe bag meets the port insert. This occurred when unpacking the shipment. There was no patient involvement. No additional information is available.